Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the right ventricular lead had low impedance. The impedance had steadily declined over the previous five months. The lead is still in use. No patient complications have been reported as a result of this event.